Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the cause of the fenestration ins unk.

Event description:
On (B)(6) 2013, the pt underwent treatment of an acute type b dissection with two conformable gore tag thoracic endoprostheses. The pt tolerated the procedure. On (B)(6) 2013, the pt experienced abdominal pain and a bloody bowel movement. It was reported that imaging showed a possible fenestration at the distal end of the distally implanted tag device, which was causing malperfusion in the renal arteries and superior mesenteric artery. The cause of the fenestration is reportedly unk, and it is unk when the fenestration occurred. The same day, an additional procedure was performed whereby an additional conformable gore tag device was implanted for distal extension to 5cm above the celiac artery. Final imaging showed improved true lumen patency, and the pt tolerated the procedure.